Event description:
It was reported during the implant procedure; the lead could not be fixed when it was placed on the right ventricle even after physician attempted multiple times. A new lead was implanted. No adverse consequence to the patient. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.